Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had driveline fault alarms on their controller. The modular cable was exchanged which resulted in the patient transitioning to his backup controller. The driveline fault alarm immediately stopped after the exchange. Shortly after, the new controller developed a controller fault alarm and yellow wrench alarm. The controller was then changed back to his primary controller. The patient tolerated this well and the controller fault alarm resolved. The patient was kept in the clinic for several minutes in an attempt to replicate the alarm and was able to remain without new alarms. Related manufacturer report number: 2916596-2022-11529

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review and showed events spanning approximately 19 days ((B)(6) 2021 (B)(6) 2022, 26may2022, (B)(6) 2022 per timestamp). Events occurring between (B)(6) were recorded while the controller was the patient¿s backup controller and were recorded periodically. Events occurring on (B)(6) 2022 were recorded during testing at abbott labs. The driveline was connected the system controller on 26may2022 at 12:34:11. Shortly after the driveline was connected, a controller internal fault activated on 26may2022 at 12:43:32 due to a backup battery test circuit fault. The alarm activated due to the unloaded backup battery voltage being measured above the acceptable voltage. The driveline was disconnected on 26may2022 at 12:53:57 for a system controller exchange. There were no other notable alarms active in the log file. The heartmate 3 system controller was functionally tested and passed all testing without any issues or alarms. The root cause for the controller fault alarms was due to a backup battery test circuit fault; however, a root cause for the circuit fault was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2016. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including controller faults. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook section 2- ¿how your heart pump works¿, under sub-section titled "connecting the driveline to the system controller", provides the proper steps for connecting the driveline to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿ heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.